Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 36mm biolox head; secur-fit advanced stem size 8; trident clusterhole shell. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. An mdm metal liner and adm/ mdm poly insert were implanted. Update 01/july/2022: as per rep: "event details: hip revision secondary to infection. Primary was done with stryker implants. Stem, head, and liner were removed. Competitor revision stem was used in addition to a 28mm head. Our trident clusterhole cup was left in patient and the old liner was replaced with an mdm metal liner and x3 mdm insert."